Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Upon microscopic inspection of the suture, the suture appears too disengaged from the needle under tension, upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Upon microscopic inspection of the loop, the loop appears to have broken under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a total gastrectomy. When the surgeon attempted to suture the mesentery and the thread was pulled through the loop, the loop detached. Nothing fell into the patient's cavity. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.